Event description:
It was reported that the pump had a broken case and it alarmed check clutch plunger level. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the tamper seal removed/broken, the top case chipped and cracked, and the bottom case cracked. A review of the event history log identified check clutch error in the history. Occlusion testing was performed and verified check clutch error. During testing, the reported problem was duplicated. The root cause of the problem was related to worn clutch halves. The wear was regarded as normal wear since the parts were over 10 years old. To resolve the problem, the clutch halves were replaced. UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4).